Event description:
Hospital in belgium reported complaint to boston scientific european distributor: after having flushed the fluid management kit, the physician noticed air in the system when he was using the syringe. According to the report received, the pt suffered an increase of tia's (transient ischemic attacks).